Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer used the original charging supplies and confirmed that the pump began charging up to 100% while speaking with technical support. No further assistance was required.